Event description:
Patient reported recent revision surgery for broken rods. Rods were broken in 6-7 places. Rods were removed. Spine fused. No additional instrumentation at revision. Patient reported having pain 8 years post-op. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.